Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced insulin leakage from the ilet cartridge after attaching the connector to the cartridge before inserting it into the device, which can tear the cartridge and compromise delivery. The user reported a blood glucose of 355 mg/dl, completed a full supply change, and received education on correct assembly to prevent damage. Symptoms included hyperglycemia. Outcomes included temporary elevation of blood glucose with user electing to allow the ilet to correct; replacement supplies were provided. Investigation included customer interview, device-use review, and troubleshooting with user education. Investigation of this case revealed user-associated handling that likely led to cartridge damage and leakage, with no allegation of device malfunction after proper setup. It was concluded that the event was related to improper assembly leading to insulin leakage. The device functioned as intended when used per instructions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.